Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that as they were removing their shirt, the sensor got caught on it and the transmitter housing separated from the sensor adhesive patch. After removing the sensor, they noticed that the sensor wire was missing. The patient had an ultrasound performed and the doctor was not able to find the sensor wire through the ultrasound. The date of the ultrasound is unknown. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.